Manufacturer narrative:
D4 expiration date - added h3 device evaluated by mfg ¿updated h3 summary attached - updated h4 manufacturing date ¿ added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Inspection of the device revealed that the returned stent was present inside the introducer sheath, the sdw (stent delivery wire), introducer sheath and the stent were found to be intact. During functional testing, the device was flushed, sdw (stent delivery wire) advanced through the introducer sheath and the stent was deployed. There were no issues noted. General inspection was conducted to the device. There was no allegation of device malfunction or failure. There will be no as analyzed defects assigned to this investigation as there was no defects found and the device is within the specifications. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported ¿ vasospasm serious¿ is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. This is 1 of 2 reports.

Event description:
It was reported that during procedure to treat the ruptured aneurysm embolization at the mca (middle cerebral artery), the several coils were filled and prepared to deploy the subject stent. When delivering the subject stent to go into proximal of the microcatheter, the vasospasm occurred at the mca and the patient condition was not being stable (probably because of the vasospasm which led to the related indicator not stable). Therefore, the physician decided to stop the procedure. The vasopressor was administered to the patient to treat the vasospasm and the vasospasm was resolved. It was alleviated before the craniotomy procedure. In physician¿s opinion, the cause of vasospasm might be due to the stimulation caused by repeating tension releasing. The physician was not sure whether the vasospasm was related to the subject stent since everything was performed according to the instruction and no direct relationship was discovered. The patient did not suffer any adverse consequences as a result of the vasospasm. The patient¿s current condition is now stable.

Event description:
It was reported that during procedure to treat the ruptured aneurysm embolization at the mca (middle cerebral artery), the several coils were filled and prepared to deploy the subject stent. When delivering the subject stent to go into proximal of the microcatheter, the vasospasm occurred at the mca and the patient condition was not being stable (probably because of the vasospasm which led to the related indicator not stable). Therefore, the physician decided to stop the procedure. The vasopressor was administered to the patient to treat the vasospasm and the vasospasm was resolved. It was alleviated before the craniotomy procedure. In physician¿s opinion, the cause of vasospasm might be due to the stimulation caused by repeating tension releasing. The physician was not sure whether the vasospasm was related to the subject stent since everything was performed according to the instruction and no direct relationship was discovered. The patient did not suffer any adverse consequences as a result of the vasospasm. The patient¿s current condition is now stable.